Event description:
It was reported that during an esophageal dilation procedure the catheter kinked. A cre 15-18mm 8cm f/g balloon catheter had been selected to treat an unspecified esophageal stricture. While advancing the device through an unspecified scope, it was noticed that the catheter was kinked. The procedure was completed with another of the same device. There were no patient complications reported with the patient's current condition listed as "fine".